Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that they received a warning message when trying to perform diagnostics. Their pt was reported to be not feeling stimulation and feeling more depressed. Additionally, the pt would have voice alteration with stimulation up until approximately two weeks before their office visit showed high lead impedance. The pt was referred to their surgeon for revision surgery. X-rays were reviewed at the surgeon's office and it was reported that they did not see any hardware issues. The pt is pending insurance approval for surgery scheduling. Good faith attempts have been made for additional details surrounding event.